Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens was noted to have shifted one to two millimeters temporarily due to capsule constriction. The lens remains at the 47 degree intended axis. Add'l info has been requested.